Event description:
Complainant alleged that the clinicians were attending to a pt in critical condition, with multiple organ failure. The pt was lying in bed with a "reservoir bag of an ambu bag" (an oxygen "caring" bag) on pt's chest, when pt went into cardiac arrest. Pt defibrillation was then attempted, using a pd1200 defibrillator/pacemaker and multi-function electrodes. The clinicians charged the device to 200 joules, but the device did not discharge when the discharge buttons were depressed. Again, the clinicians attempted to defibrillate the pt at 200 joules. Upon device discharge, the clinicians observed a spark emanate from out of the side of the electrode, resulting in the "reservoir bag of an ambu bag" to erupt in fire, causing minor burns to the pt's chest and left hand. The clinicians immediately removed the oxygen bag and electrode from the pt and the fire was extinguished. The pt expired. The complainant indicated that the pt outcome was not as a result of the reported malfunction, as "the pt was pulseless, without respiratory effort or blood pressure prior to the incident." Please reference the attached page I-11 of the pd1200 service manual and page 1 of the pd1200 operator's manual. Both of the attached pages advise the user, "do not use the pd1200 in the presence of the flammable agents". In addition, please reference the attached copy of the user medwatch report.